Event description:
It was reported that the t:slim x2 pump battery would not charge, despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump and planned to consult their healthcare provider for a backup plan. Tandem technical support resolved the issue by sending a replacement pump, instructing the customer to allow the battery to deplete and return the faulty pump within 10 days. Training and updated software were provided with the new pump, and tracking information for the replacement process was communicated to the customer, who acknowledged and understood the steps involved.